Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim: tubing from patient's continuous sodium bicarb infusion was broken in half. The y-site near the bottom of the tubing was connected to the patient and the rest of the tubing was dripping on the floor.